Event description:
The customer called and reported experiencing high blood glucose over 600 mg/dl. At the time of this report, customer's blood glucose was 562 mg/dl. Customer stated she noticed the infusion set cannula was bent, but she had not been receiving any alarms. The customer's symptoms of high blood glucose included thirst, nausea, headache, fatigue, and hunger. She treated with a manual shot after a previous attempt to deliver a bolus with the insulin pump. The drive support cap on the insulin pump appeared normal and no damage was observed. The customer did not wish to continue troubleshooting. She was advised to monitor the insulin pump and blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.